Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument conductor wire issue did not occur during procedure. There was no loss of cautery associated with the damaged cable. There was no sign of thermal damage. The instrument did not collide with any other instrument or tool. The instrument was inspected after the completion of the previous procedure; however, it was not known if any damage was found. Isi received the force bipolar (fb) instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have damaged conductor wire insulation at distal end on the yaw pulley. The internal wires were exposed as a result. No material missing and no thermal damage was observed. Electrical continuity was tested and passed. Further investigation found a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument with an alleged issue to perform failure analysis; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar (fb) instrument had a damaged conductor wire. The procedure was completed as planned with no reported injury.